Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system displayed noise, oversensing and pacing inhibition. It was noted the noise lasted for about fifteen seconds, and the pacing inhibition lasted for two seconds. Further information was received that high pacing impedances were also observed. The physician suspected the associated right ventricular (rv) lead was fractured due to the observations of noise and high pacing impedances. At this time, the patient will continue to be monitored. There were no adverse patient effects reported. This pacemaker remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this pacemaker was explanted and replaced along with the associated right ventricular (rv) lead due to oversensing and pacing inhibition. No additional adverse patient effects were reported.